Event description:
The lay user/patient contacted lifescan in 2007 and alleged that her one touch ultra2 meter had a test strip port issue. The patient did not know the exact date when the alleged issue first occurred, but stated that it happened in the morning time. Ths issue with the test strip port was that it was tight. The patient also reported experiencing shakiness after the reported issue began. She did not take any actions regarding her diabetes management and did not receive/require any medical intervention. At the time of troubleshooting, the patient was educated on the technique for test strip insertion, and the issue was resolved. This complaint is being reported because the patient alleged an issue with the meter's test strip port and developed symptoms of shakiness after the reported issue began. The issue was resolved with troubleshooting. Replacement products were sent to the lay user/patient.